Manufacturer narrative:
The event occurred in china. It was reported that at 7:45 the patient was put on ECMO in the emergency room and was then transferred to the ICU. Everything went smoothly. At 11:00 pm, the rotaflow console suddenly shut down with a black screen. The power light was always on. The doctor urgently used the hand crank and the patient's blood pressure dropped. The device was turned on and the patient's blood pressure was fine again. The rotaflow console was working as intended. No harm to any person has been reported. Due to the reported shut down a report is required. Patient data was not shared by the customer. A getinge field service technician was on site for investigation and the rf power supply pcba (printed circuit board assembly) (article number 701011675) has been replaced. Based on these investigation results the reported failure could be confirmed. The exact root cause could not be determined as the defective power supply board is not available for investigation. The reported failure "shut down" can be linked to the following most possible root causes according to the current rotaflow risk management file: - defective motor control electronics - pump stop intervention after technical error (e.g. Pump runaway, error head) - wrong intervention limits - unintended rpm change by user - power supply board failure. The device history record (DHR) of the rotaflow console for which a customer complaint was received, was reviewed on 2025-01-22. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The rotaflow console was produced in 2023-05-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that at 7:45 last night the patient was put on ECMO in the emergency room and then transferred to the ICU. Everything went smoothly. At 11:00 pm, the rotaflow console suddenly shut down with a black screen. The power light was always on. Then the doctor urgently used the hand crank and the patient's blood pressure dropped. It was fine again when it was turned on again. The rotaflow console worked normally. The patient is still receiving treatment. No more information provided. More information requested but still pending. No harm to any person has been reported. Due to the reported shut down a report in the us is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI) (B)(4), primary di number has been used for rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.